Manufacturer narrative:
Correction to h4 device manufacturer date as field was inadvertently left blank in the initial report: may 17, 2018 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. Based on the facts obtained during the investigation, the problem was reproduced in the inspection results of the repair department. As a result of the inspection, it was found that the output socket of the product was broken and required replacement. It is unclear when this issue occurred. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source presented no image issues. The issue occurred during the procedure. There were no reports of patient harm.